Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements, noise and oversensing. A revision procedure was performed, and it was surgically abandoned and replaced. No additional adverse patient effects were reported.